Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button is unresponsive. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4):investigation revealed that the audio bolus button is unresponsive. Evaluation revealed moisture contamination inside the audio bolus button and found that the bolus button slug was flipped on its side. Unrelated to the bolus button issue, evaluation revealed a cracked battery compartment and faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(4).